Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the seal tore when the surgeon was closing the device. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Torn iris. The analysis results found that the device was received with the iris seal torn. The initiation site appeared to be adjacent to the o-ring and migrated approximately 270º around on the upper inner seal ring, and then it propagated toward the lower seal ring. However, it could not be determined what may have caused this condition. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.